Manufacturer narrative:
Investigation not done yet. Conclusion not available.

Event description:
Reportedly, on (B)(6) 2024, black squares appears on the egm during threshold test.

Manufacturer narrative:
The review of provided data confirmed the reported issue: 4 threshold tests were performed. Three were successful and one was failed due to telemetry error. Analysis of the returned subject device did not confirm the reported issue. The graphical issue seems to be related to a known programmer bug (#12232): ECG/egm traces in real time tests are displayed with black strip or inconsistence. The root-cause is not clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 18-oct-2024, black squares appears on the egm during threshold test.